Manufacturer narrative:
The bwi product analysis lab received the device for evaluation (B)(6) 2020. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4) per an internal review on (B)(6) 2021, noted a correction to the 3500a initial for d4. Unique identifier( UDI) as it originally was populated as (B)(4); however, it should have been processed as (B)(4)

Manufacturer narrative:
The device evaluation was completed on (B)(6)2020. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The hemostatic valve of the sheath broke off when the dilator was put into the introducer. The hemostatic valve did not break into two or more separate pieces. The sheath was not being used in the patient. The issue occurred when the scrub technician was preparing the sheath. The sheath was replaced and the issue resolved. The case continued without further incident. No patient consequences were reported. The device was visually inspected and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking since stress marks and physical damage on the outer diameter were observed under the microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. -always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. -do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001240 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on (B)(6)2021, a correction was noted to the 3500a follow-up #1 under the "h4. Device manufacture date" field as it was processed as (B)(6)2019 and should have been processed as (B)(6)2018.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The hemostatic valve of the sheath broke off when the dilator was put into the introducer. The sheath was replaced and the issue resolved. The case continued without further incident. No patient consequences were reported. The hemostatic valve did not break into two or more separate pieces. The sheath was not being used in the patient. The issue occurred when the scrub technician was preparing the sheath. The event was assessed as a MDR reportable hemostatic valve separation issue.